Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior spinal fusion at t4-s2 iliac due to collapsing spine adult degenerative scoliosis. Intra-op, the torque shaft of product sheared in a spiral fracture pattern and caused pain to the physician¿s hand. There were no patient complications as a result of this event.

Manufacturer narrative:
Product analysis results: visual examination identified that the handle of the driver has been broken off. Macroscopic inspection of the fracture revealed a very rigid surface consistent with overload. This type of damage is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.